Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. The patient was treated with vancomycin injection (1 gram, every after 5 days and route was not reported) and fortum injection (1 gram, daily for 5 days and route was not reported) for the event. Treatment was ongoing. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.